Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited low pacing impedance. No intervention was performed. The patient was stable and will continue to be monitored.